Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: one empty syringe of 1.0 ml, received with a cap but without tray and needle. Cracks are observed at the 3 mm luer lock level. A plastic part is missing. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc the syringe cracked and the product went all over the patients¿ face. Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.